Manufacturer narrative:
The manufacturer previously reported a failure of the ac power cord. The ac power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the ac power cord failing was found to be caused by an open condition.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.